Manufacturer narrative:
(B)(4). Date of event: 2007. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: stapled hemorrhoidopexy height as outcome indicator. Author/s: r. Williams, m.d.,* l. Kondylis, r.n., b.s., d. Geisler, m.d., p. Kondylis, m.d. Citation: the american journal of surgery (2007); 193:336¿340. Doi: 10.1016/j.amjsurg.2006.09.015. The purpose of the study was to evaluate how outcome is affected by staple line height (slh) above the dentate line and specimen histology. One-hundred five consecutive patients (62 male and 43 female; age range: 25-87 years) that underwent stapled hemorrhoidopexy were analyzed. All patients underwent surgery in the prone jackknife position, and a 33-mm proximate hcs hemorrhoidal circular stapler (ethicon) was used. Reported complications included an incomplete specimen ring (n-1), bleeding or hematoma formation (n-4), poor pain control (n-3), fecal impaction (n-1), episode of delayed-onset of subcutaneous emphysema (n-1), and ¿completely intact staple line in all but 1 patient¿. In conclusion, hemorrhoidopexy slh and histology can impact postoperative outcomes. Slh should be >20 mm yet =<40 mm above the dentate, avoiding squamous epithelium.